Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Pump received on 2/20/2024 and tested on 3/8/2024. Due to the abrupt power off reported in the complaint form, this has caused the reportability to be changed to "yes" for the complaint due to the initial complaint code change. Pump was given the initial complaint code of "2pow3: power issue - device powers self off" instead of "1unk1: unknown issue - unknown issue from customer. MDR report: no". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. After reviewing the pump's event log, an abrupt power off was found on event line 66, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. See complaint in question for detail. Reported issue of abrupt power was found, device not performing to specification.

Event description:
On 01/31/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. The pump was returned on 2/20/2024 and was tested on 3/8/2024. Detail of the findings are available in section h of this MDR.